Manufacturer narrative:
(B)(4) initial report. X-rays have been requested, and if received, will be reviewed at corin along with the pre operative planning documentation which has already been provided. It has been confirmed that the explanted devices will not be available for this investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts / trinity revision after approximately 11 months due to loosening of the stem.

Event description:
Trifit ts / trinity revision of the stem and head after approximately 11 months due to loosening of the stem.

Manufacturer narrative:
Per (B)(4) final report: the only additional information that could be provided for this event was a pre-primary x-ray and ops documentation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with the records conformed to specification. It has been reported to corin that the surgeon commented that the stem was removed due to it being undersized. Corin has not received any x-rays or further information to confirm this as the root cause, however, based on the information available, no further investigation can be conducted and thus this case is now considered closed. If any additional information is provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.